Manufacturer narrative:
The event occurred in (B)(4).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.this case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
It was reported the customer received the following results, with two different mobile meters, within 10 minutes: 25.4 mmol/l (system 1) and 11.5 mmol/l (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.